Event description:
It was reported, "checking function of inserter while resetting the trays for case noticed both broken."

Manufacturer narrative:
Add'l info has been requested and if made available, this will be reported as supplemental. Method result and conclusion codes will be made available following an engineering evaluation.